Event description:
It was reported that when removing the guidewire from the microcatheter, the guidewire broke in half. Both pieces were removed. There were no consequences to the patient.

Event description:
It was reported that when removing the guidewire from the microcatheter, the guidewire broke in half. Both pieces were removed. There were no consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Analysis of the returned device noted that the guidewire was separated at 72.5 cm from its proximal end. It was also noted to be bent on several places along its length, notably on its proximal and distal separated site. The guidewire polytetrafluroethylene (ptfe) coating was examined and was noted to be scraped off on several places between 20 cm and 26 cm from its proximal end. The ptfe coating was also slightly compressed at approximately 67 cm from its proximal end. Scanning electron microscopy analysis determined that the guidewire fracture occurred from bending overload followed by tension overload. Due to the anomalies found on the guidewire, a functional evaluation could not be performed. The cause for the reported fracture could not definitively be determined. The observed peeling/compressed ptfe coating is believed to have occurred from an excessively tightened torque device. Since the device dfu (directions for use) specifically cautions that excessive tightening of the torque device can lead to abrasion of the coating, the cause is considered to be related to the dfu instruction not being followed.